Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 3 (app) in use with a samsung galaxy (a13) android 13 operating system. The customer experienced a signal loss as the phone was not compatible therefor, the alarms did not sound to alert the customer of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment glucose via IV by a healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle libre 3 complaint was investigated and determined that there were no issues with the freestyle libre 3 application that would have led to the complaint. The user reported signal loss. Successfully received receive glucose readings and alarm notifications in the application (android 13; 3.4.2.9593. No issues were identified with freestyle libre 3 application. The user complaint could not be reproduced. Thus the complaint is not confirmed.

Event description:
An alarm issue was reported with the adc freestyle libre 3 (app) in use with a samsung galaxy (a13) android 13 operating system. The customer experienced a signal loss as the phone was not compatible therefor, the alarms did not sound to alert the customer of changes in glucose level. The customer experienced a loss of consciousness and was unable to self-treat, requiring treatment glucose via IV by a healthcare professional for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.